Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A doctor reported that four years following an intraocular lens (iol) implant procedure, the lens is opacified in such way that it looks like a cataract. There is no history of trauma or other eye treatments. The patient presented with decreased vision.